Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Reload was fully fired. Staple pushers were visible at the zero cut line. Some of staple pushers were sub flush. The reload anvil was bowed. The anvil clamping mechanism was deformed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported condition. No enhancements or improvements were generated for the reported condition. Additionally, the investigation detected a secondary condition of application to over indicated tissue that has no relationship to the reported condition. Replication of the bowed anvil and deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastrectomy. While on the stomach, the device was unable to be fired. Another device was used in order to complete the case. There was no patient injury.